Event description:
Customer reported experiencing low blood glucose events since starting to use a pump, although the specific lowest level was not available and was simply indicated as "low." Cause was not known. To address this, customer consumed carbohydrates and consulted with technical support, who recommended discussing potential factors affecting blood glucose levels with a healthcare provider.